Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a leak at the bending command unit, and leaky during angulation. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and the ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the shaft guide had discoloration due to water leakage, due to wear of the forceps elevator lever, the up/down knob could not be locked securely. The elevator channel plug was loose. The air/water cylinder was discolored. Due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value. Due to a scratch on the acoustic lens, the displayed ultrasound image was defective. Adhesive around the objective lens was chipped. Adhesive around the light guide lens was worn. Adhesive on the bending section cover was cracked. Connecting tube was buckled. Due to wear of the angle wire, bending angle in up direction did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could be determined however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.